Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had the leading haptic twisted and unusually configuration. As a result, the lens was not implanted, and a backup lens was used. There was no contact with the patient¿s operative eye, no patient involvement, and no adverse effects reported. The customer provided additional information confirming that the haptic was damaged (twisted), while the cartridge tip remained undamaged, and no force was applied to deliver the lens. It was confirmed there was no patient contact. The damage was not attributed to user error, and the procedure was completed successfully using a backup intraocular lens. There was no patient injury and no unplanned medical or surgical interventions. The customer was asked to provide any photos or videos related to the event; however, none were available. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.